Manufacturer narrative:
Unit passed displacement test, active current measurement, sleep current measurement test and self-test. No failed battery test noted during testing. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, failed battery on 06/15/2024 10:33:12.000 found in the history files. Pump error 15 was found in the history files on 06/15/2024 10:33:09.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case ¿ display window corner, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage and label damage (serial number label stained and peeling; end cap address label faded and peeling). Failed battery test was not confirmed. Cosmetic damage was confirmed at the battery compartment. Pump error 15 was confirmed due to a software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage (physical or cosmetic) and failed a battery test. The customer reported no adverse events. The event involved product(s) mmt-1885. The troubleshooting was performed and the customer reported physical damage (a crack or scratch) on the pump not related to the retainer ring. The customer reported receiving a battery-failed alarm. No damage was reported to the battery cap contacts or battery compartment. The customer did not receive another alarm after replacing the battery. No harm requiring medical intervention was reported. Product return was requested for mmt-1885, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.